Event description:
Surgeon was unable to lock sheath and optical fibre together. Was concerned that if he hadn't notice, he may have burnt end off sheath and left fragment inside patient.

Manufacturer narrative:
Investigation of device revealed that the hemostatic o-ring seal in the locking hub mechanism was missing. The information has been passed to the manufacturer of the sheath for investigation. A follow up report shall follow once investigation is complete.